Manufacturer narrative:
Product lot number was not provided by reporter; therefore, unable to proceed with a lot check/batch retains.

Event description:
Toxic shock syndrome (tss) [toxic shock syndrome]. Low blood pressure [hypotension]. Lesions on feet, hands, elbows, knees, a little bit of places on face, legs [skin lesion]. Bacterial infection from a tampon [bacterial vaginosis]. Skin biopsy was consistent with toxic shock syndrome {biopsy skin abnormal]. Case description: a physician reported, a female age (B)(6) years, used tampax tampon version/absorbency/scent unk tampon, unk amount of applications per day, not worn for an extended period time, beginning (B)(6) 2014 through (B)(6) 2014 and reported the following: has toxic shock syndrome (tss) but not sure if the tampon was the etiology or something else; low blood pressure; and lesions on feet, hands, elbows, knees small places on face and legs all symptoms beginning (B)(6) 2014, 5 days after product use. The physician also reported bacterial infection from a tampon and a skin biopsy which was consistent with toxic shock syndrome. The consumer visited her physicians office and was admitted to the hospital. Treatment: intravenous fluids, intravenous antibiotics (ceftriaxone) burn dressings to the lesions, topical antibiotics, 2 medications were required to maintain her blood pressure. The consumer was admitted to the hospital on monday (B)(6) 2014 discharged scheduled on (B)(6) 2014. The case outcome was not recovered/not resolved. Past medical history included: medical history: seasonal allergies (hay fever). Extract product taken previously: yes - uses the exact same product regulatory. No further info was provided.